Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error 23094 on axis 3. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint of error 23094 on insertion axis. However, the errors were confirmed via error logs/system logs. The unit passed in normal mode. The usm successfully engaged with multiple instrument and sterile adapter combinations. Further investigation showed some signs of a heavy fold which appeared to be exposing some wire on the degrees of freedom (dof) 4 chipencoder virtual absolute (cva) flat flex cable (ffc) which potentially caused the 23094 faults. Analysis found no signs of fluid intrusion, all components were intact, and the ffc was not rubbing against the cva disk. The unit passed all other functional and friction tests on an in-house test platform.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated error 23094 occurred on universal surgical manipulator (usm) 4. The customer tried to recover the fault and performed a power cycle of the system, but the problem persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 23094. The customer disabled usm4 and continued the procedure without the arm. The procedure was completed as planned with no reported injury.